Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the needle broke from the sensor. Sensor could not be inserted. Customer's blood glucose was 7 mmol/l. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed also, performed the bicarbonate buffer test and the sensor passed with accurate readings. A visual inspection was performed on one of three insertion needles for burrs, hooks and dull needle tip defects and none were found, the introducer needle passed per specifications. The remaining two insertion needles were not returned. Unable to confirm the adhesive anomaly due to the senor was returned opened and used.